Event description:
The patient contacted baxter's technical service center regarding system error (se) 2240 (air in set), which occurred on the homechoice during use during dwell 2 of 3. The patient was connected. The baxter technical service representative (tsr) explained the alarm and informed the patient they would need to start over with new supplies. The tsr reviewed the proper procedures per the user manual with the patient. The patient stated they would finish therapy with manual supplies. The tsr advised the patient to contact their nurse in the next twenty-four hours and let the nurse know what happened. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the caregiver (cg) on (B)(6) 2011 regarding the reported se 2240. The cg confirmed the patient finished therapy via manual exchange. The cg did not notice any visible damage or abnormalities with the supplies in use. The cg stated they talked to the nurse about the alarm, and the patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.